Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer's blood glucose level was 112 mg/dl. Customer stated that the crack is on the top of the screen where the reservoir icon is on the left hand corner. Customer is unsure of what caused the damage. Customer thinks that the pump may have been damaged while it was on the holster. Customer stated that at times the holster would pull out her whole site. Customer also gets highs and lows. Customer has already spoken to her health care professional. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.